Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system with q-syte¿ experienced leakage. The following information was provided by the initial reporter: venipuncture, leaking at the joint between the puncture needle and the needle handle.

Manufacturer narrative:
Investigation summary: in response to the event reported a device history review was conducted for lot number 1321729. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications.